Event description:
Event description boston scientific crm received information that this right ventricular lead had a possible microdislodgement. During a revision procedure, the lead could not be repositioned as the helix mechanism became stuck and could not be extended/retracted. No adverse patient effects were reported.